Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported difficulty deploying the thumb advancer was confirmed. The difficult to remove the closure device and vessel locator wing retraction issue could not be replicated in a testing environment as it was likely related to circumstance of the procedure. The reported wing retraction problem could not be confirmed as the wings were successfully collapsed using the safety release mechanism. The reported difficulties and subsequent treatment appear to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received. Reportedly, there was difficulty advancing the thumb advancer. No additional information was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device via a 6f sheath after an angioplasty interventional procedure. Reportedly, the starclose se device became stuck in the patient when the thumb advancer was deployed. The sheath split successfully; however, the vessel locator wings would not collapse. The safety release mechanism on the starclose se was used to collapse the vessel locator wings and the device was able to be successfully removed from the patient. The clip of the starclose se device was not deployed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.